Event description:
Boston scientific received information that over the last year, the shock impedance measurements had been increasing and now the measurements were out of range. It was indicated that no changes to the system were planned and the patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequently this rv lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 113mm from the terminal pin, both segments were received. Damage to the insulation was noted. Additionally, laser extraction damage was observed in several places. The rate sense conductor coil was extremely stretched in the tip segment. The distal high voltage conductor cable had been pulled to the point of fracture. Calcification was noted on the distal spring electrode and in several places on the lead body. It appeared that the calcification which had built up on the lead¿s distal shocking coil, likely created a non-conductive barrier between the lead¿s shocking coil and the heart tissue, thereby gradually increasing the impedance seen by device as the calcification built up. As a result, the clinical observation was confirmed.

Manufacturer narrative:
.

Event description:
Information was received that the device was explanted. This rv lead remains implanted. No additional adverse patient effects were reported.